Event description:
A malfunction alarm with the code malf 0 was reported by the customer, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the issue arises again, and they acknowledged and understood the instructions.